Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that reported that there was post paced t wave oversensing noted on the device. Programming changes were done. Patient was stable.